Event description:
A customer contact beckman coulter regarding erroneously high troponin (accu tni) results that were generated by the access 2 instrument. The customer indicated that four (4) samples were collected from a pt on three separate days, 2007, and tested for accu tni. All results were elevated and were in the range of (12.5ng/ml to 39.7ng/ml).the results were reported out of the lab and questioned by a physician. In addition, the sample was sent to a reference lab for troponin testing and a result of 0.276ug/l was obtained, which is above the normal reference cutoff of "<0.080ug/l". The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications at the time of this event. The samples were collected in lithium heparin, pst tubes and centrifuged at 3,200 rpm for 12 minutes. The specimens were sampled from the primary tubes. The customer checked the samples and noted no hemolysis, lipemia, or fibrin. 5. A field servier engineer (fse) was not dispatched to the customer's lab as no other pt results were being questioned. The customer sent the sample to customer product line support (cpls) for testing. The cpls testing showed the sample did not recover linearly with dilutions. The cpls was able to identify unspecified interference occurring within the sample. A malfunction will be assumed for the purpose of this report. The root cause of the event is unknown and unknowable.